Manufacturer narrative:
This device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits review of the device memory indicated that a low voltage alert, code 1003, was recorded on (B)(6) 2017. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited downward trending left ventricular (lv) lead pace impedance measurements. Despite the downward trend, measurements remained within normal limits. At the time of review the device showed 11 months remaining longevity. Approximately 7 months later the device was returned without allegation or report of adverse patient effects.